Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during a surgery while the robot arm was moving towards home position it moved haltingly and a shutdown occurred.

Manufacturer narrative:
It was reported that a shutdown occurred during automatic movement. Event summary, device history record review and complaint history review did not identify any contributing factor. Technical investigation confirmed the shutdown, and noted it was due to a shared memory problem. Reproductive testing was performed on a similar device but it did not reproduce the reported irregular robot arm movement, therefore the root cause for this issue cannot be determined. Investigation was completed on (B)(6) 2018.